Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they were trying to get in touch with the reps so that they could have their therapy adjusted. Patient stated that the therapy wasn't working for them anymore and that they had been trying for 6 months now to get in contact with a rep for ins reprogramming. Patient confirmed that it was about 6 months ago when the therapy started to no longer work for them. Pt said that they were told by hcp to contact reps. Pt noted that hcp was also helping to contact the reps as well, however pt said that they hadn't heard from anyone. Pt said that they had been texting the reps and calling the reps and leaving messages for about six months. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. No new information additional information from the rep indicated that the patient was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.